Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked stylet is confirmed, but the root cause could not be determined. One 4 fr groshong nxt clearvue catheter with its inlaid stylet was returned for evaluation. An initial visual observation revealed some blood use residues throughout the returned catheter and stylet. A kink was observed along the stylet between the 50 cm and 51 cm depth marking inside the catheter. A microscopic observation of the returned stylet showed the stylet was kinked. No distinguishing features of the kink could help determine a root cause for the failure. The root cause of the kink in the stylet could not be determined due to the device being returned opened. Potential contributing factors may include incorrect insertion of the device, device manipulation prior to or during attempted use, or other unknown factors. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, PICC opened the package and found that the guidewire in the catheter was kinked. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC opened the package and found that the guidewire in the catheter was kinked. No other information was provided.